Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 540 mg/dl. Customer was treated with insulin pump. Customer also reported that the insulin pump had motor error alarm and compromised force sensor system alarm. Customer reported that they received the drive support cap was protruded. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Customer declined troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test however a33 alarm during prime or a33 test at 4 lbs and motor error alarm during the basic occlusion test due to loose or protruded drive support disk. The motor was tested outside of the device and passed.